Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received via a healthcare provider (hcp) regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 1041 mcg/day via intrathecal drug delivery pump for intractable spasticity and stiff man's syndrome. It was reported that the patient was seen on (B)(6) 2016 for follow up and the abdominal incision extending to the back incision was reddened, swollen, and was infected. It was also noted that the patient was picking at their incision site. No diagnostics or troubleshooting were performed. Surgical intervention took place on (B)(6) 2016 to explant the pump and catheter and cultures were sent from the abdominal pocket site. The results were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.